Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported difficultly removing the clip from anatomy appears to be due to user technique. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the posterior mitral leaflet becoming caught on the clip and being freed with troubleshooting. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient was noted to have a large prolapsing flail posterior mitral leaflet (pml) in the a2/p2 region of the mitral valve. One clip was advanced to the valve and successfully implanted to the lateral side of the prolapse. A second clip was advanced to the valve and while positioning in the main part of the flail and medial to the first implanted clip, the pml became caught on either the gripper or between the gripper and the shaft. The leaflet was able to be freed with troubleshooting by lowering the gripper and moving the handle. The clip was ultimately able to be successfully implanted. The procedure concluded with mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.